Event description:
On 10/13/99 information was received from the sales representative which stated that on 10/13/99 the physician began to instered a ptca balloon catheter into the pt when he realized that it was the wrong size balloon. (The balloon size printed on the device was different from the package labeling). The physician then pulled out the balloon, and finished procedure with another device. No pt injury. Device is expected to be returned for evaluation. No further information is available at this time.